Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429888 lead implanted: (B)(6) 2014; 6935m62 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a couple days post implant the atrial lead had dislodged and was found to be in the rv (right ventricle), and therefore was oversensing the rv. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.